Manufacturer narrative:
(B)(4). Additional information: the device was serviced on-site by a field service technician. The device was visually inspected, power on self-tested, battery tested and the alarm log was reviewed. During the alarm log review the low battery alarm was found; the cause of this was an inoperative battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced a low battery alarm. There was no patient involvement. No additional information is available.